Event description:
It was reported that the patient presented to the emergency room for pain and pounding on the left side. Upon device interrogation, it was evident that the right ventricular lead had caused diaphragmic stimulation. The patient was admitted and scheduled for lead revision. The lead was successfully repositioned on (B)(6) 2022. The patient was recovering.